Manufacturer narrative:
After further evaluation of the complaint, it has been determined that the previously submitted report 1119779-2022-01395 was sent in error. There was no report of serious injury, medical intervention, or reportable device malfunction. Therefore this is not considered to be a reportable malfunction. H3 other text : see h.10.

Event description:
T was reported that bd bbl¿ trypticase¿ soy broth performance issue insufficient growth. The following information was provided by the initial reporter: we had performed growth promotion testing on 2 lots of cat#297354 media, bd bbl trypticase soy broth, 100x10ml using staphylococcus aureus from bioball nctc 10788 and microbiologics accushots atcc 6538, and we were unable to obtain any growth in the media. Would like to check if any of the other companies feedback to you on this issue? Kindly advise soon. Troubleshooting done: - analysts technique (still occurs when experienced analysts runs the test) - the brand of microorganisms (same outcome with different brands of sa were used. Other media do not have recovery issue). - lot specificity (at least 2 lots of tsb from bd have had this issue). - I understand that manufacturers would have established its product shelf life through rigorous testing at different lifecycle of the product. Besides the initial release testing for each routine lot, how often is this being verified ?

Event description:
It was reported that bd bbl¿ trypticase¿ soy broth performance issue insufficient growth. The following information was provided by the initial reporter: we had performed growth promotion testing on 2 lots of cat#297354 media, bd bbl trypticase soy broth, 100x10ml using staphylococcus aureus from bioball nctc 10788 and microbiologics accushots atcc 6538, and we were unable to obtain any growth in the media. Would like to check if any of the other companies feedback to you on this issue? Kindly advise soon. Troubleshooting done: analysts technique (still occurs when experienced analysts runs the test) the brand of microorganisms (same outcome with different brands of sa were used. Other media do not have recovery issue) lot specificity (at least 2 lots of tsb from bd have had this issue) I understand that manufacturers would have established its product shelf life through rigorous testing at different lifecycle of the product. Besides the initial release testing for each routine lot, how often is this being verified ?

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: medical device lot#: 1258151 medical device expiration date: 15-mar- 2023. Device manufacture date: 15-sep-2021. Medical device lot#: 1174721 medical device expiration date: 18-dec-2022. Device manufacture date: 23-june-2021. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.